Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that multiple ophthalmic forceps kept locking up and jamming during intraocular lens implantation surgery. An alternate forceps was obtained in order to perform the procedure. There was no harm to the patient. Additional information has been requested. Additional information received clarified that there were three consecutive pair of forceps tips that moved initially when tested external of the eye, but became stuck in the fully closed position when the forceps were inside of the eye at which time the tips became stuck in the grasper shaft. The procedure was completed by the technician pushing the forceps back into handle to get a few more grasps out of it before it would lock up again. When necessary, an alternate forceps was obtained to complete the procedure.